Event description:
It was reported that an ilet user experienced wide blood glucose variability with highs up to 321 mg/dl and lows down to 54 mg/dl, with agent review indicating inconsistent meal announcements and suspected overtreatment of low glucose events; the user declined a factory reset due to anticipated irregular eating, and the blood glucose at the time of the call was 88 mg/dl. Symptoms included episodes of high glucose and low glucose. Outcomes included the need for user education and troubleshooting for urgent low, urgent low soon, low, high, and rapidly falling glucose alerts. Investigation included complaint handling and clinical review. Investigation of this case revealed use-related factors including inconsistent meal announcements and potential overtreatment of hypoglycemia, with no device malfunction identified. It was concluded that, based on previously established findings for similar reports, that the cause of the event involved hyperglycemia and hypoglycemia was an unclear cause, with contributing use-related behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.